Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port was discarded at the user facility and will not be returned for evaluation. The investigation is in progress, a supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device was discarded at user facility.

Event description:
The user facility reported that during use of the airseal 5mm access port in a gastrointestinal bypass surgery on (B)(6) 2016, the "distal tip of the access port broke off" while being inserted into the patient. The broken tip was immediately retrieved with the graspers and this caused some minor delay to remove the broken piece and to replace the access port. Using another like-device, the surgery went on and completed with no further complications or injury to the patient. Despite the good faith efforts to obtain additional patient/event information, no additional information received regarding the patient demographic information. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port was discarded at the user facility due to contamination and will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. Also, a review of the DHR could not be performed, as the lot # of the involved airseal 5mm access port was not provided. However, due to similar complaints, an investigation was initiated and an enhancement was made to address this issue. Without a lot number, it was unable to be determined if this unit was manufactured prior to the implementation of the enhancement. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time. Device was discarded at user facility.